Event description:
Champion af study. It was reported that there was a pericardial effusion. Prior to the procedure aspirin (81 mg/day) was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 27.0 mm. The patient was discharged on aspirin (81 mg) and rivaroxaban (20 mg/day). 118 days post procedure the patient had their 4-month transesophageal echocardiogram (tee) imaging procedure. Tee imaging showed that left ventricular ejection fraction was 55 percent with incomplete laa seal with largest residual jet around the device of 0.3 mm, a 1mm pericardial effusion, and a 3mm residual atrial septal shunt. At the time of event, the patient was on aspirin (81 mg/day). The physician took no corrective action in response to the event. On the same day, the event was considered to be resolved.